Event description:
Customer reported having a low blood glucose of 3.3mmol/l while the sensor glucose value was 9.1mmol/l. Per (B)(4), customer treated the low with glucose tablets only. Customer took ramipril, which can cause a low with insulin. Per current case, customer also took 2 paracetamols for a headache, which falsely elevated the sensor glucose value as the sensor glucose and blood glucose difference were within the acceptable 20% difference level after the paracetamol wore off. Customer declined troubleshooting for the low under (B)(4). Troubleshooting was done for the sensor issue under the current case. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.